Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0nqmj, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a seizure during the procedure. The patient had experienced a seizure after left hemisphere deep brain stimulator lead implant and the healthcare professional had decided to stop prior to proceeding with the right hemisphere. The device was not implanted and there was no alleged product issue. Patient was implanted with a single channel left hemisphere system. It was unknown if the patient was experiencing any long term symptoms from the seizure. The patient¿s left hemisphere was programmed on tuesday (B)(6) 2014 and the patient was receiving therapy. Patient and healthcare professional were in discussion about second side and the manufacturing representative had not been notified of the procedure.